Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported failure to inflate and determined that this was due to a tear in the shaft, just distal of the midlap seal. The reported difficulty removing the protective sheath could not be replicated in a testing environment since the protective sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Further assessment has determined that the tear in the distal shaft is potentially related to the manufacture of the device and will be addressed per internal operating procedures. In addition, the investigation determined the reported difficulties removing the protective sheath appear to be related to operational context and there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device for this issue. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the unspecified femoral artery. A 4.00 x 15 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. Air aspiration was performed prior to removing the device from the packaging dispenser hoop. Resistance was felt during removal of the protective sheath and extra force was needed to finally remove it. The bdc was advanced with no resistance to the lesion and on the first inflation attempt the balloon would not inflate. The bdc was removed from the anatomy and an unsuccessful attempt was made to inflate the balloon outside the anatomy. An unspecified bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.